Event description:
It was reported no back flow when aspirating. On (B)(6) 2022 three devices were returned for evaluation. All three devices leaked. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of no backflow when aspirating was confirmed; however, the exact mechanism could not be determined. Three 20g huber plus infusion sets were returned for investigation. A microscopic examination of the y-site revealed that the valve housing was out of round. A luer taper gage could not be inserted into the y-site due to the deformation of the valve housing. A functional test revealed fluid leaking from the y-site valve during infusion and air entering through the y-site during aspiration. A review of the manufacturing records showed that the lot met all release criteria. The huber plus infusion sets are 100% leak tested during the manufacturing process. It appears that the y-site valve housing was deformed after the manufacturing process and testing. It is possible that the product was exposed to excessive heat outside bd control; however, it could not be determined where or how the product was damaged. A lot history review (lhr) of refs1473 showed eight other similar product complaint(s) from this lot number.